Event description:
Dentist reported that he stripped the threads on the impression healing abutment (ieha576)while during the procedure. He also stated that he was unable to remove the stripped screw and consequently had to remove the implant.

Manufacturer narrative:
One t3® tapered implant and one bellatek® encode® healing abutment were returned attached together for inspection. The healing abutment¿s drive feature was destroyed. The outside edges of the abutment are also damaged. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The part was functionally tested. The healing abutment could not be removed from the implant, as it is too badly damaged. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: ¿mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. ¿for compatibility of bella tek patient specific abutments, please refer to compatibility table in the accompanying document.¿ the complaint indicates the implant screw was stripped, and so damaged that the implant needed to be removed. The alleged event was confirmed during inspection. A root cause for this complaint could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.